Event description:
Additional information was received that the full explant of this lead did take place at a separate facility shortly after the removal from service. Additionally, it was also alleged that a lead fracture may have occurred.

Event description:
Additional information was received that three months after the initial event, another low shock impedance measurement was recorded. A boston scientific representative checked the lead, and noted that the current levels are around 50 ohms, however occasionally drop to below 20 ohms. The representative will discuss options and possible dft testing to assess the lead in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
With current information, the lead remains surgically abandoned and is scheduled for explant. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this transvenous lead recorded a low shock impedance measurement of less that 20 ohms. It was noted that approximately one year ago, the rate/sense portion of this lead was surgically abandoned due to noise, oversensing, and low pacing impedance resulting in inappropriate shocks. The physician is aware of the measurement and will continue to monitor the patient. No remedial action was taken at this time. No adverse patient effects were reported.

Event description:
Boston scientific received information that dft testing was performed to evaluate a right ventricular lead which had displayed a history of low shock impedance measurements less than 20 ohms. During the induction testing when a 21 joule shock was delivered, a fault code was generated due to a shorted lead condition. The lead was surgically abandoned and the pulse generator explanted. The patient was sent to a separate facility to remove the lead and implant a new system. No information could be obtained about this procedure or the new system that was implanted.

Manufacturer narrative:
The lead remains partially in service. No further information is available. This report will be updated if more information becomes available.